Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina, as listed in the xience xpedition, coronary stent systems instructions for use (IFU), is listed as a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a xience stent was implanted in a right coronary artery (rca) and post-procedure, on (B)(6) 2013, the patient had chest pain (angina). There was a heparin intravenous drip and morphine given as treatment. There was no myocardial infarction reported. This was reported as a non-serious event by the study physician and the angina resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.